Event description:
Medtronic received information, regarding a navigation system being used for a tumorectomy procedure. During a procedure, electromagnetic tracking was sometimes interrupted. It seemed, the electromagnetic emitter external power/data cable was about to be disconnected. The reported, issue did not result in a procedure delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733597, serial/lot#: (B)(6). H3: hardware analysis was completed on the returned cable. The cable jacket was separated at the lemo connector exposing the shield wire, but no conductors. Otherwise, the returned cable passed a continuity test with no opens or shorts detected. H6: b01, c02 and d02 apply to the concomitant product. This regulatory report is being submitted, due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.